Manufacturer narrative:
Unit powered on, no blank display noted. The pump passed the active current test, sleep current test and self-test. Successfully downloaded history files and traces using thump. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms or alerts noted during testing, however, lowbatt were found on (B)(6) 2025 at 20:45:00.000 in the history files or traces. Battery cycle 4.0 received the lowbatteryalert (104) on (B)(6) 2025 20:02:00 after more than 7 days at 9.91 days. Battery cycle 2.0 received the lowbatteryalert (104) on (B)(6) 2025 20:45:00 after more than 7 days at 10.48 days. Battery cycle 1.0 received the lowbatteryalert (104) on 03/24/2025 01:07:00 after more than 7 days at 31.48 days. With reference to the battery duration failure analysis instructions, the customer did not experience an unexpected power loss of less than 7 days per the pump history records. Pump was cut open to perform visual inspection and found no moisture damage on the electronic assembly. The sc1 cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: cracked belt clip rails and scratched case. Customer did not experience an unexpected power loss of less than 7 days per the pump history. Unable to confirm blank display, unit powered on and functioned properly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported the pump was no longer working and not turning on after changing the battery. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed. The customer received a low battery alert prior to replace battery alert, replace battery now alarm, or off no power alarm. This was the second occurrence of receiving an alarm in less than 8 hours after the low battery warning. The customer reported a blank display. Battery cap contacts and battery compartment and/or springs are not damaged. The display did not return after inserting a new battery. No harm requiring medical intervention was reported. The customer will discontinue the use of the pump and revert to a backup plan per healthcare professional instructions. Mmt-1884 was requested, and the customer response was the device will be returned.